Manufacturer narrative:
Patient information is not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. The subject devices are not expected to be returned to the synthes manufacturer for evaluation. Parts unavailable for return as they were discarded by facility subsequent to the completion of the procedure. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial surgery performed (B)(6) 2016, two hollow reamer tubes broke. The type of procedure is unknown. It is also unknown where the parts broke and what the surgeon was doing at the time they broke. There were no surgical delays and the procedure was completed successfully without any harm to patient. The patient's postoperative status was reportedly good. This report is 2 of 2 for (B)(4).